Manufacturer narrative:
Investigation summary: no samples (including photos) were returned for the reported issue of tight and high friction syringe plunger with material number 300852 and lot number 2210351, so retention samples were used for the investigation. The device history review (DHR) of material number 300852 and lot number 2210351 was checked and there was no quality notification found on this lot number from its production date to its dispatch on date. The investigation and simulation were carried out on one retention sample where the investigating team has tested the sample for tight and high friction, during investigation no high friction observed in the retention sample data is normal, the exact root cause can only be determined if we receive the original sample. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation.

Event description:
It was reported that the bd discardit¿ ii syringe plunger was tight and difficult to move during the flush. The following information was provided by the initial reporter: "syringe plunger is very tight and high friction while flushing into the patient IV lines, need to apply more pressure & sometimes difficult for the griping."